Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a meal as less than dinner approximately 10 minutes late after consuming 1 oz of almonds and later experienced elevated blood glucose, peaking at 222 mg/dl for about 90 minutes, while using the ilet with a fsl3+ sensor. Symptoms included no reported clinical effects associated with the hyperglycemia. Outcomes included return to target glucose range under automated ilet control without medical intervention or hospitalization. Investigation included user education on proper meal announcement and guidance to consult a healthcare provider regarding the glycemic impact of almonds and appropriate meal announcement for similar snacks. Investigation of this case revealed user handling related to delayed and potentially inaccurate meal announcement, and the user also reported difficulty distinguishing the digits 6 and 9 on the device display and suggested a readability enhancement. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement timing and size determination.